Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, extrusion, urinary problems, dyspareunia and vaginal scarring. On (B)(6) /2011, the patient underwent mesh revision/removal due to symptomatic vaginal cuff mass. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal pressure, postmenopausal bleeding, and vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele. It was reported that the patient had the concurrent procedure of posterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 for symptomatic vaginal cuff mass. No additional information was provided.